Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 4.2 mmol/l at the time of the incident. The customer¿s other blood glucose levels were 8.8 mmol/l, 10.8 mmol/l, and 10.3 mmol/l. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 3.8 mmol/l. The suspend on low limit in sensor settings was 5.0 mmol/l. The blood glucose value associated with the triggered suspend event was 4.2 mmol/l. The customer reported the difference occurred with the current sensor. The sensor will not be returned for analysis.